Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01551.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system jet7 kit (kit). During the procedure, the physician made a successful pass using the penumbra system jet 7 reperfusion catheter (jet7) and a non-penumbra stent retriever with a neuron max 6f 088 long sheath (neuron max). While making a second pass, the physician felt resistance while retracting the stent retriever back into the jet7. The physician then retracted the jet7 containing the stent retriever back into the neuron max and noticed the tip of the jet7 was not moving. Therefore, the neuron max and jet7 were removed together and it was discovered on the back table that approximately 3 centimeters of the jet7 tip had unraveled and stretched. The physician was satisfied after making second successful pass resulting in a thrombolysis in cerebral infarction (tici) 3 and decided to end the procedure. There was no report of an adverse effect to the patient.